Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. The customer¿s blood glucose level was normal. It was reported that they found motion sensor test failure alarm in the history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with software error bad pointer, impossible default case, parameter out of range, etc alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motion sensor test failure alarm due to software error bad pointer, impossible default case, parameter out of range, etc alarm. Motor passed motor test.